Event description:
A pt was to be receiving nipride via the infusion pump for hypertension. The infusion rate was titrated frequently in response to the pt's b/p. The pt also received other IV medication for b/p during this time. (The type and amount were not reported). After 14 hours the pump alarmed that the infusion was compete but the foil covered bag was found still full. It was then noticed that there was a kink in the tubing between the pump and the soslution container. Reportedly, the pump did not alarm during this time. The infusion pump was removed from the pt and the infusion was continued using a different infusion pump.